Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), stress ("psych injury/ stress"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), hirsutism ("hormonal changes/facial hair"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/headache"), depression ("depression"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection nos"), abdominal pain upper ("stomach pain"), back pain ("lower back pain"), arthralgia ("hips pain") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, stress, vaginal discharge, fatigue, alopecia, hirsutism, headache, nausea, weight increased, visual impairment, vaginal haemorrhage, migraine, depression, cystitis, urinary tract infection, vaginal infection, abdominal pain upper, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, nausea, pelvic pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: previously essure insertion date was reported as (B)(6) 2015. Essure removal was recommended by treating physician. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful essure hysterosalpingogram. Obstructed fallopian tubes bilaterally. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), stress ("psych injury/ stress"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), hirsutism ("hormonal changes/facial hair"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/headache"), depression ("depression"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection nos"), abdominal pain upper ("stomach pain"), back pain ("lower back pain"), arthralgia ("hips pain") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, stress, vaginal discharge, fatigue, alopecia, hirsutism, headache, nausea, weight increased, visual impairment, vaginal haemorrhage, migraine, depression, cystitis, urinary tract infection, vaginal infection, abdominal pain upper, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, nausea, pelvic pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: previously essure insertion date was reported as (B)(6) 2015. Essure removal was recommended by treating physician. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful essure hysterosalpingogram. Obstructed fallopian tubes bilaterally. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. On an unspecified date, she undergone essure removal. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.